Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in multiple inappropriate shocks. These shocks were delivered across multiple episodes. There were multiple untreated episodes stored also attributed to oversensing of noise. This device was testing in all vectors in clinic, however noise was unable to be reproduced. System manipulation was also completed with no noise able to be reproduced. X-ray showed kinks along the proximal part of the electrode. The system was then reprogrammed from the primary to the secondary vector to mitigate further oversensing. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in multiple inappropriate shocks. These shocks were delivered across multiple episodes. There were multiple untreated episodes stored also attributed to oversensing of noise. This device was testing in all vectors in clinic, however noise was unable to be reproduced. System manipulation was also completed with no noise able to be reproduced. X-ray showed kinks along the proximal part of the electrode. The system was then reprogrammed from the primary to the secondary vector to mitigate further oversensing. This system remains in service. No adverse patient effects were reported.